Event description:
(B)(4). It was reported that side branch event occurred. In (B)(6) 2013, the subject presented with myocardial infarction and stable angina. Elevated biomarkers indicated ischemia prior to procedure and the subject was referred for cardiac catheterization. The first target lesion was located in the 1st obtuse marginal (om) with 80% stenosis and was 9 mm long with a reference vessel diameter of 3.7 mm. The physician treated the first target lesion with pre-dilatation and placement of a 3.50 x 12 mm study stent with 0% residual stenosis. The second target lesion was located in the distal right coronary artery (rca) with 99% stenosis and was 7 mm long with a reference vessel diameter of 3.1 mm. The physician treated the second target lesion with pre-dilatation and placement of a 3.00 x 12 mm study stent with 0% residual stenosis. On the same day, baseline core lab angiography results revealed 30% side branch stenosis at 1st om. Post procedure angiography revealed 80% 'branch percent stenosis' in 1st om. One day post index procedure, the subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).